Event description:
Medtronic received information that after an unspecified duration of implant of the bioprosthetic carpentier-edwards perimount valve, surgical intervention occurred to replace this valve. The reason for replacement was not provided. A transcatheter bioprosthetic valve was implanted valve-in-valve. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).